Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined.

Event description:
It was reported that the tip of the bd precisionglide¿ needle was obstructed, causing plunger resistance during retraction. Noticed during use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the tip of the bd precisionglide needle was obstructed, causing plunger resistance during retraction. Noticed during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Date received by manufacturer: corrected to 2018-07-07. Due to an it issue beginning on (B)(6) 2018, previously filed emdr's did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Manufacturer narrative:
Date received by manufacturer: corrected to 2018-07-07. Due to an it issue beginning on (B)(6) 2018, previously filed emdr's did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that the tip of the bd precisionglide needle was obstructed, causing plunger resistance during retraction. Noticed during use. There was no report of exposure, injury, or medical intervention noted.